Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past few days the handset would only charge to about 13%. The handset port was not bent or broken, and the patient had tried different cords which did not resolve the issue. A replacement handset was requested from the repair department because the handset had been plugged in all night, and it would not charge more than 19%. While on the call, the patient mentioned it took about 5 minutes to connect to the pump to bolus. The patient stated that they bolused 3-4x day. The agent reviewed data, but did not review how to delete the data since the handset was being replaced. The patient called back the next day stating that they were able to eventually get the handset to charge. The agent then assisted the patient with clearing data and the patient confirmed they were able to connect much faster. During the call, the patient stated that they never saw the bolus was successful message on the screen, but when connecting during the call, the patient was locked out for less than 2 hours and only had 2 boluses left (allowed 3).

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.